Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: august 6, 2014. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: received part: article 316.510 with lot number f-15262: the drill bit is broken at the end of the flute. The broken part is not available. The investigation shows that the drill bit is broken at the end of the flute. The broken part is missing. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information and without all involved parts we cannot determine the exact root cause. We do suppose that the cause of the breakage is the result of a mechanical overload situation during use. The bad condition of the device, before surgery, may also have played a contributory negligence to the breakage. The microscopic view of the broken surface shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Per facility, the complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history records has been requested. Results will be reported upon availability. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a mandibular osteotomy procedure on (B)(6) 2016. During the procedure, a drill bit broke at the proximal part. A generated fragment, with an approximate size of 15mm, fell into the patient's jaw bone. The piece was extracted from the bone and the procedure was completed. No additional information is available. This report is 1 of 1 for com-(B)(4).